Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient with post-operative inflammation following an intraocular lens (iol) implant procedure. Toxic anterior segment syndrome (tass) is suspected. The patient is being evaluated by a retina specialist. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient presented with vitritis and iritis 3 to 4 weeks postoperatively. The patient is currently under the care of a retina specialist for irvine-gass syndrome.

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).